Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the implantation was performed some time ago and over the years, the catheter had deformity in the extension making it difficult to flow during the hemodialysis session. There was no patient outcome.